Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. On 15-jul-2025, the field service engineer (fse) replaced a vacuum valve and a check valve. The rinse unit probe springs were adjusted. The cuvettes and the lamp were replaced. A 50-patient comparison was completed with acceptable results. Qc was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for an unspecified number of patient samples tested for multiple assays on a cobas c 503 analytical unit. Of the data provided, discrepant low results were identified for 3 patient samples tested for creatinine, ast, alt, ldh, ck, urea, glucose, and ggt. Patient 1 initial ast result was 76 u/l. The repeat result was 119 u/l. The initial ldh result was 217 u/l. The repeat result was 377 u/l. Patient 2 initial ck result was 39 u/l. The repeat result was 61.0 u/l. The initial urea result was 2.76 mmol/l. The repeat result was 7.35 mmol/l. The initial creatinine result was 60 umol/l. The repeat result was 90.2 umol/l. The initial glucose result was 3.87 mmol/l. The repeat result was 5.61 mmol/l. The initial alt result was 45 u/l. The repeat result was 71.8 u/l. The initial ggt result was 21 u/l. The repeat result was 34.6 u/l. Patient 3 initial creatinine result was 55 umol/l. The repeat result was 80.6 umol/l. Repeat testing was performed on (B)(6) 2025.